Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was recovering after the procedure.

Manufacturer narrative:
The reported events of inappropriate shock and noise were not confirmed. As received, a partial lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.